Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) via a manufacturer representative (rep). It was reported that the patient didn't believe their implant was working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their implant worked at the beginning, but symptoms have gradually worsened; they have the urge to pee every half hour. Prior to today's call, patient said they increased stimulation a couple notches earlier today and they felt stimulation in the bike seat area, but it was uncomfortable; additional troubleshooting was declined over the phone. It was recommended to decrease to a comfortable level. The patient said they drank three glasses of water, waited 30-60 minutes, got the urge to go, and went 50 ml/drip. The patient then said they used a catheter to empty their bladder and got 300-400ml; patient noted that they were on program 3. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to address symptoms/provide direction. No device issue was reported and no further patient complications have been reported as a result of this event.